Event description:
Breast implant illness. Positive chronic ebstin bar virus, mold, pulmonary sarcoidosis, chronic fatigue syndrome and many other autoimmune issues heavily documented over the last 10 years. Documentation of labs before implantation all normal no physical or medical conditions prior to implant. I have 11 years of laboratory tests, MRI, pft, CT scans, xrays, etc. FDA safety report ID# (B)(4).